Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-02242.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2. Related manufacturer reference number: 3006705815-2019-02242. Follow up information identified the patient reported a fall prior to having high impedances. During surgical intervention, the physician noted fracture in both of the patient¿s leads. The decision was made to explant and replace both leads, which resolved the issue.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 2 of 2: manufacturer report number device 1 of 2: 3006705815-2019-02242. It was reported that the patient experienced ineffective therapy due to high impedance. Surgical intervention may take place to revise the patient's leads.